Event description:
It was reported that the patient was hospitalized with symptoms of overdose. The patient was "very sleepy." This had been happening on and off for approximately six months. The pump logs were read and were normal. No volume discrepancies were noted. It was stated that the change in therapy had been an ongoing issue despite a total system replacement in october after the catheter had been evaluated by a cap study and spiral CT with contrast. The health care professional reported overdose/underdose symptoms 4-6 days post daily dose adjustment. It was noted that the patient ended up in the emergency room with some of the dose adjustments due to severe symptoms. The medication being delivered via the device was lioresal. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).